Event description:
It was reported that there was a revision of an unknown tibial insert. It was reported that the revision surgery took place today (B)(6) 2014. The surgeon implanted: (B)(4).

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not provided.